Event description:
Customer called to report a leak from the unicel dxc 600 synchron system, which spilled onto the tray next to the carbon dioxide (co2) acid reagent following replacement of the co2 electrode. Customer stated that no leaks were initially observed after the co2 membrane was replaced during customer-initiated maintenance; the leaks were noticed, however, after co2 calibration failed. Customer then cleaned the leak, which was contained within the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) examined the instrument and found that tubing #31 popped off at the block. The fse reattached the tubing to address the issue. The fse then found that no alkaline buffer was flowing back to the bottle and that tubing was popping off at another location. The fse removed and examined the co2 electrodes and found an extra quad ring, which was installed during customer-initiated maintenance. The fse removed the extra quad ring, installed the co2 electrode and tested the system, after which no further leaks were observed. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
The cause of the issue was due to user error when customer improperly installed an extra quad ring during customer-initiated maintenance. (B)(4).